Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen was dim and faded. It was reported that the display screen had a red tint and could not be viewed in outside light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was dim and discolored when the contrast setting was at the maximum. Unrelated to the original complaint, there was a crack in the battery compartment. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.